Manufacturer narrative:
One 10f fast-cath introducer sheath and dilator were received for evaluation. The sheath tubing had been stretched and punctured in one location within the manufactured curve. The shape of the puncture material was consistent with the shape of the dilator distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The damage to the sheath is consistent with forcible contact between the dilator and the inner diameter of the sheath during dilator insertion. The cause of the device damage and forcible contact remains unknown.

Event description:
This report is to advise of a material puncture found in the sheath during analysis.